Manufacturer narrative:
(B)(4). Explanation of patient codes: it was reported the patient had a desaturation at 63%. There was no report of necessary medical intervention. There was no report of serious injury to the patient. Patient condition reported as "fine". A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer. No pictures have been received for evaluation of the alleged defect reported. A device history record review could not be conducted since the lot number was not provided. In order to perform a proper investigation to confirm the alleged defect reported, it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint, from (B)(6), alleges "during a change of devices, a respiflow for aquapack, a patient who had an pulmonary embolism at level 12 l / min desaturated at 63% because of seal issues, because of screwing, there are leaks."